Event description:
It was reported that during use the ac adapter on the cardiosave intra-aortic balloon pump (iabp) did not charge on left battery side. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and after working together with biomedical engineer; the issue was determined to be the transport pws. When plugged into slot 1 in transport, display would show not recognized. When plugged into slot 2 the transport pws would be recognized. The stm troubleshot the unit and found that the power management board was corroded from a blood back issue (mar 2020) with this unit. The stm replaced the power management board unit now works with transport pws in both slots. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6).

Event description:
It was reported that during use the ac adapter on the cardiosave intra-aortic balloon pump (iabp) did not charge on left battery side. There was no harm or injury to patient and no adverse event was reported.